Event description:
Patient suffered a cardiac arrest at place of employment (airport). Lifeflight dispatched and responded. Patient under CPR from first responders. Decision made by lifeflight to use transcutaneous pacemaker. After placing the pacing electrodes and setting of desired rate, it was noted that the ma output would not function and displayed "leads" fault. Settings, connections confirmed by two flight nurses, but no "ma". The lifepak 10 was "trouble-shot" after the flight with new pacer cables and test patches; without success. The patient was subsequently paced successfully in the emergency department (with a different pacer) but the patient ultimately expired. In house, clinical engineering dept. Could not repeat pacer failure. Pacer functions worked correctly in laboratory settingsinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.